Event description:
Reporter indicated that pt's voice was very hoarse two weeks post-implant and that the pt coughs a lot while talking to the point that pt becomes breathless. Stimulation had not yet been initiated. It was reported that implanting surgeon may have taken a little longer than usual to attach the lead electrodes to the vagus nerve during initial implant surgery. Further follow-up with treating neurologist revealed that the pt's condition had not improved almost one month post-implant and that pt continued to cough excessively with possible aspiration. Additionally, the pt was diagnosed with dense left vocal cord paralysis by an ent. The pt has reported started speech therapy to strengthen the vocal cord.